Event description:
It was reported that the devices were used during a laparoscopic nissen fundoplication. It was reported by the rep that the gaskets on the (3) trocars ripped without much provocation. One seals were added to reduce leakage without replacing trocars. There was no consequence to the pt.